Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the black-and-white indicator window of the 5f exoseal vascular closure device (vcd) changed to black-black, but the closure device button could not be pressed down. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.